Event description:
It has been reported that shock was delivered to conscious pt.

Manufacturer narrative:
(B)(4): artifact resulting from pt tremors (pt reported to have parkinson's disease) mimicked shockable ECG. Issue is reported due to associated deployment. No adverse health consequences reported. No device malfunction. Date of manufacture: 01/2011.